Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer.the manufacturer found biocontamination on the flip lid seal, hair like fibers, dust and lint in heater plate seal area and on the heater plate, evidence of liquid ingress on blower and blower box, keratin at blower box outlet area, slight unknown contamination red in color in bottom of blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer was unable to confirm the presence of contamination in the humidifier chamber. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.